Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, non-calcified, superficial femoral artery (sfa). A 4.0 x 100 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted with the pta catheter during unpacking, inspection and preparation prior to use. The pta catheter was advanced with no resistance to the lesion and on the first inflation to an nominal pressure between 8 - 14 atmospheres the balloon ruptured. No replacement pta catheter was needed as there was sufficient dilatation of the lesion. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: device status changed from not returning to returned. Results code and conclusions code were removed. Evaluation summary: visual and scanning electron microscopy (sem) analysis inspections were performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported balloon rupture appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.